Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch # 176c82. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information: "new reload and a new stapler was used. Reload that did not fire is available in the original device." Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.     As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 176c82, and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure the surgeon fired a device with a black reload. The device began the firing process, then stopped, haptic feedback was felt and the device returned to the original position. The anvil was closed again and attempted to fire, the same haptic feedback was felt and the device returned to the starting position. The jaws were then open, no staples were laid, knife blade did not advance. Another device was opened and the procedure was completed with no patient consequence.